Manufacturer narrative:
Disregard file (after further review the file is revised to non-reportable as there were no patient adverse effects reported and although they had to troubleshoot, there was no reported clinically significant delay.)

Event description:
It was reported from unit 2 medical that when an unspecified antibiotic was infusing at a rate of 100ml/hr with volume to be infused of 50ml through the primary tubing, the device kept beeping for air-in-line (ail) when there was no ail. The clinician had to repeatedly troubleshoot the issue. Pump and channels were changed out and the device continued to alarm. New tubing was used and worked with no issue. There were no adverse patient effects reported in this event; however, the customer reported that some of the antibiotic in the tubing from a 50ml bag was loss. Other reports have been received from several nurses that this has been happening on and off with the primary tubing for weeks.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that when an unspecified antibiotic was infusing through the primary tubing, the device kept beeping for air-in-line (ail) when there was no ail. The pump and channels were changed out and it continued to beep. New IV tubing was used and it worked with no issue. The customer reported they did lose some of the antibiotic in the tubing from a 50ml bag.